Event description:
The diagonal lad was treated in the index procedure. Balloon angioplasty was performed. The mid/diagonal lad was treated with one endeavor drug-eluting stent. Approx five weeks after the index procedure, a target lesion revascularization was required. The lesion was ballooned and a thrombectomy was performed. The stent was not restenosed.

Manufacturer narrative:
(B)(4). Eval, results: (stent thrombosis and revascularization).